Event description:
Schmidt vf, masthoff m, goldann c, et al. Image-guided embolization of arteriovenous malformations of the hand using ethylene-vinyl alcohol copolymer. Diagnostic and interventional radiology (ankara, turkey). 2022;28(5):486-494. Doi:10.5152/dir.2022.21644 medtronic literature review found a report of patient complications in association with onyx and the apollo catheter. The purpose of this article was to evaluate the safety and outcome of image-guided embolization for treating arteriovenous malformations (avms) of the hand using ethylene-vinyl alcohol copolymer (evoh). A retrospective, multicenter cohort of 15 patients with avms of the hand treated with 35 image guided embolotherapies using evoh from 2011 to 2020 was investigated. The indications for interventional treatment involved pain, swelling, bleeding, and peripheral ischemia presenting with local dystrophy or ulceration. There were no signs of right heart overload in any of the patients. Both therapy-naive patients and patients after previously attempted treatments (conservative, surgery, and embolization) without sufficient symptom improvement were included. 5 males and 10 females, with a mean age of 32.7 years at treatment initiation who underwent a total of 35 image-guided embolotherapies, were included. Embolotherapies were performed under real-time ultrasound and fluoroscopic guidance using evoh-based liquid embolic agents onyx-18 as well as squid-18 and squid-12. The choice of different embolic agents was based on personal preference of the operator. The procedures were mostly conducted using the plugand-push technique via the transarterial route (26/35) including 2 cases with additionally used percutaneous direct access. Besides this, percutaneous only and transvenous only approaches were used in 8/35 patients and in 1/35 patients, respectively. Plug-and-push technique was applied with 2 minutes waiting time between consecutive injections while building the plug. For arterial access, antegrade brachial route was applied. Here, 5  f sheath equipment was used routinely, followed by 4/5f guiding catheters and subsequently using microcatheter with detachable tip in a triaxial manner (1.5 and 3  cm, apollotm, medtronic inc.). Patients were discharged at day 3-5 following the procedure, with low-molecular-weight heparin for 7 days post-embolization. Repeated embolization sessions were performed depending on the extent of the lesion, clinical response to therapy, and course of clinical symptomatology. For the clinical outcome of embolotherapies at final follow-up, an evaluation of patients¿ pain was conducted using the following grading scale: symptom-free, partial relief of pain, no improvement of pain, and clinical progression despite embolization. Objective outcome was assessed (per patient) using pre-procedural mr angiography images compared to those obtained after the last embolization. Thereby, image findings (percentage of avm devascularization) were subdivided into 5 categories: total (100%), near-total (90%-99 %), substantial (70%-90%), partial (30%70%), and failure (0%-30%). Complications were classified as peri- and postprocedural. Major complications were defined as grade 3 or higher applying the cardiovascular and interventional radiological society of europe (cirse) classification system. A total of 23/35 procedures were performed using onyx-18, 8/35 using squid-18, and 4/35 using squid-12. The following technical issues were noted: -the lesion could not be adequately reached using transarterial route, changed to the transvenous route.  The following intra- or post-procedural outcomes were noted: -post-treatment imaging at final follow-up revealed partial devascularization (30%-70%)in 3/15  patients, substantial devascularizat ion (70%-90%) in 10/15 patients, and near-total devascularization (90%-99%) in 2/15 patients corresponding to an overall objective outcome of 100%. - peri- and postprocedural complications occurred in 8.5% and 31.5%, respectively, including 17.1% major complications, in 1 case requiring a previously unplanned resection.  - final clinical follow-up revealed an overall response of 11/15 patients including mainly partial relief of pain (10/15) and 1/15 s ymptom-free presentation. -there was no improvement in pain in 4/15 patients at the last follow-up.  -periprocedural complications in the form of non-target embolization occurred during 3/35 embolotherapies. Hereof in 1 case, a non-target embolization of the radial artery occurred, whereupon intraprocedural percutaneous transluminal angioplasty was performed, as well as spasmolytics and acetylsalicylic acid were administered. The radial artery was successfully recanalized angiographically but presented with distal occlusion during subsequent follow-up angiography, without any clinical sequalae. In the other 2 cases, there were neither therapeutic nor clinical consequences subsequently. -the postprocedural complication rate was 11/35. Early postprocedural complications (<(><<)>30 days) occurred after 10/35 procedures including prolonged pain >7 days (3/35), persistent skin darkening (tattoo effect, 2/35), minor local infection at the embolization site with evoh cast extrusion (1/35, conservatively resolved), and progressive skin necrosis (4/35).  -in 1 extensive case of hand avm primarily affecting palm  and wrist, which revealed postprocedural increasing skin necrosis including 2 fingers, additive surgical treatment (amputation of the second finger and necrosectomy at the third finger) had to be performed. - concerning the patients with prolonged pain >7 days after embolization, these symptoms were self-limited in the further course and entirely resolved with conservative means.  - regarding late postprocedural complications (>30 days), in 1 case (1/35) a secondary bacterial infection was observed with consecutive extrusion of the evoh cast through the adjacent tissue of the finger, 6 weeks after the last embolization session. Subsequently attempted surgical removal of the cast at the extrusion site was ineffective followed by increased distal necrosis of the fingertip. Nevertheless, 5 months hereafter, the previously planned surgical resection (amputation of the 3 and 4 fingers) could be performed successfully.

Manufacturer narrative:
Concomitant medical products: product ID unk-nv-apollo; product type: ; implant date ; explant date g2: citation: schmidt vf, masthoff m, goldann c, et al. Image-guided embolization of arteriovenous malformations of the hand using e thylene-vinyl alcohol copolymer. Diagnostic and interventional radiology (ankara, turkey). 2022;28(5):486-494. Doi:10.5152/dir.2022.21644 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. G2: the country of the event is de medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.